Event description:
The customer contact reported during testing at the user facility, the power supply was burnt. The device was returned from the emergency unit with a report that the device was inoperative. There were no reports of any delays in critical therapy or adverse patient events. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.